Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's nurse contacted dexcom on (B)(6) 2016 to report that the patient experienced a rash on (B)(6) 2016. Date of issue is an approximation. Nurse stated that she believed the cause of the rash was the adhesive from the sensor. Patient received a prescription of elecon for the rash on (B)(6) 2016. No additional event or patient information was provided.